Manufacturer narrative:
(B)(4). Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screwdriver broke during the surgery, with the broken piece not able to be removed from the screw head. The broken piece is retained in the patient body. There was a surgical delay of 10 minutes. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip to be rounded. The overall length was measured and found to be short confirming the tip was fractured off and not returned. There are discoloration spots throughout the part. Light nicks and scratches were also found on the part. Hardness found to be conforming. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.